Event description:
Report received of an overdelivery of morphine. The patient was to receive 1mg/dl of morphine. The pump settings could not be recalled. The pump was programmed to deliver an unspecified loading dose reportedly greater then 2mg. According to the customer, the pump delivered only 1mg of the loading dose. The nurse powered the machine off and then back on. A second unspecified loading dose was programmed. The nurse left the patient's room, leaving another nurse with the patient. Again, only 1mg was given. The pump was powered off then back on. Again, the pump was reprogrammed, and during the delivery of the 3rd loading dose, the nurse noted that "more medication was missing from the syringe then they had expected to be gone." The pump was stopped. The doctor was notified. The patient continued to complain of pain. The pump was replaced and the morphine was resumed. There was no adverse effect to the patient and no medical interventions were required. Though requested, there was no further information available.